Manufacturer narrative:
This event occurred on the japanese market with a transray 40cc iab which is a significantly similar device to sensation 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (B)(4) which is sold in the USA. Provided 04 lot number. 04 expiration date and h4 device manufacture date corresponding to transray device involved in the event. UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) in the left groin, iab could not be advanced and placement was not possible due to the tortuosity of the blood vessels. The client approached from the right groin using a new tr4055. As it was placed in the correct position, we started the iabp operation. There was no reported injury or adverse event to the patient.